Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: there was debris in the channels, the water-piping function was out of standards due to the clogged nozzle, the insulation resistance value of distal-end was out of standards due to the broken plastic distal end cover, the universal cord was dented, the suction cylinder was peeled off, the angulation in the up direction was out of standards due to the worn angle-wire, waterproof failure due to the cut on switch 1, the light guide bundle was abnormal, the charged coupled device lens was broken, the light guide lens was broken, there was gap on the bending section cover rubber adhesive, the coating on the connecting tube was peeled off, the connecting tube was dented, the light guide connector was deformed, and the connecting tube protector was cut off. The customer reported that the device was cleaned and reprocessed before returning to olympus with no abnormalities observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -operation manual chapter 3 preparation and inspection. -reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had debris in the channel. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with a similar device with no delays and no reports of patient or user harm associated with this event.